Event description:
The pump was returned for investigation. Investigation revealed cracks in the battery compartment and thread area. The battery cap was also found to have cracked threads and there was evidence of moisture corrosion on the underside of the cap. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/04/2013.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: evaluation revealed multiple cracks in the battery compartment were observed. There was evidence of moisture contamination on underside of the battery cap. The battery cap was found to have cracked threads and was unable to fully tighten to the pump. A power loss was observed during testing. A test cap was used for testing and was also unable to fully tighten. A leak test was performed and showed a leak in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).